Event description:
Pt on mesna continuous infusion through cadd plus pump started on 1/19/98 to run a 24 hr post cytophosphamide dose. During course of the 24 hrs, pt admitted to hosp and left on all the pumps to complete mesna fluids and doxorubicin. At 5 pm, 1/20/98, rn in hosp discovered that mesna dose had not infused due to pump malfunction. No alarms had been heard from cadd plus pump. Pharmacist went to hosp. Pump keyboard would not respond and none of keypads worked. Rph brought pump back to pharmacy for testing. Md ordered bolus dose of mesna to be withdrawn from bag & given to pt. Mesna withdrawn from bag 236ml of the total 240ml remained in bag. Cadd plus pump returned to pharmacy and problem was not reproducible. Pump returned to sims deltec for repair.